Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 553 mg/dl (mobile) and 149 mg/dl (aviva expert). No adverse event reported. The lot number was not provided. Return of the suspect device was requested for evaluation.